Event description:
Customer reports a transfusion reaction associated with the 4_cell red blood cell antibody screening assay on the galileo instrument. In 2006, the patient results were negative for antibody screen. The patient had a delayed hemolytic transfusion reaction after receiving two units of a positive red blood cells on the same, and two more units of a positive red blood cells the following day. The patient's historical type is a positive. Eleven days a sample from the same patient was reactive (4+) for dat. The following were identified using manual testing with capture r-ready ID and panocell-16: anti-fya, anti-c, anti-e, anti-jkb, and anti-k. When performing an eluate, anti-fya was identified. The customer also reported a sample from a second patient had an anti-e not detected on galileo. Anti-e was identified with manual testing, but not detected on galileo. No medical action was taken based on the results.

Manufacturer narrative:
There is no further patient information available. Images for the plate in question were retrieved from the customer's instrument; images appeared to be negative reactions. The customer's results with returned patient specimen were reproduced. The anti-fya was not at detectable levels initially. However, after the patient was transfused, stimulating the antibody, the patient had a delayed transfusion reaction. The antibody was detectable only after the transfusion. The customer was aware of the limitation in the galileo operator manual stating: "the galileo cannot reliably detect hemagglutination reactions that are graded 1+ or less in the test tube methodology". The customer returned the second patient specimen that contained anti-e. The results from in-house galileo and manual testing did detect a strongly reacting anti-e.